Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently there were "gaps" in the continuous glucose monitor (cgm) data. Reportedly, the transmitter needed to be replaced. No additional patient or event information was available.